Manufacturer narrative:
Product analysis: analysis was able to confirm the reported lack of software on the programmer. Analysis also noted that the touchscreen was out of specification; there was a misalignment between the stylus and the cursor on the screen. Additionally, the media bay door was broken and the programmer was missing the stylus. The connection between the overlay and the printed circuit board (pcb) was cleaned and reseated. A stylus was added to the programmer and the stylus was calibrated.. The media bay door was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all of the software was deleted from the programmer. The programmer is expected to be returned for service. There was no patient involvement. It was further reported that the programmer was returned for service and subsequently tested out of specification during manufacturer's analysis.